Event description:
The customer reported that she received a prime rewind alarm on her insulin pump. Her blood glucose was 356 mg/dl, which she stated she would treat with a back-up plan. During troubleshooting, the customer stated the insulin was squirting out during the manual prime process and the drive support cap appeared normal. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked reservoir tube window, a cracked case at the display window corners and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)